Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that proximal stent rows 4 and 7 are damaged with stent struts lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 02-oct-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 16x3.00mm promus premier¿ drug-eluting stent was advanced but despite few repeated attempts to cross the lesion, device still failed to cross. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.